Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for migration. If no removal planned, select reason(s): unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Case is incident. Previously reported event injury is replaced with new events: pelvic pain, abdominal pain, general abnormal bleeding, psych injury and migration. Reporter information updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: essure not in left tube/in the utreus') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, uterine pain, abdominal pain, vaginal bleeding, menometrorrhagia, low back pain, breast cancer, cough, fever, bronchitis asthmatic, ovarian cancer, chest pain and back pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/ pain"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"), depression ("depression"), bipolar disorder ("bipolar disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criterion medically significant), 8 months 20 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, anxiety, depression, bipolar disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for migration. If no removal planned, select reason(s) : unable to afford surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: left occlusion only, unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2020: plaintiff fact sheet received. Event" device expulsion" (previously reported as device dislocation) was added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: essure not in left tube/in the utreus') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, uterine pain, abdominal pain, vaginal bleeding, menometrorrhagia, low back pain, breast cancer, cough, fever, bronchitis asthmatic, ovarian cancer, chest pain and back pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/ pain"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"), depression ("depression"), bipolar disorder ("bipolar disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criterion medically significant), 8 months 20 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, anxiety, depression, bipolar disorder, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, device expulsion, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for migration. If no removal planned, select reason(s) : unable to afford surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: left occlusion only, unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2021: medical record received. Reporters information added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: essure not in left tube') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, uterine pain, abdominal pain, vaginal bleeding, menometrorrhagia, low back pain, breast cancer, cough, fever, bronchitis asthmatic, ovarian cancer, chest pain and back pain. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/ pain"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"), depression ("depression"), bipolar disorder ("bipolar disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), 8 months 20 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, anxiety, depression, bipolar disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for migration. If no removal planned, select reason(s) : unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: left occlusion only, unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: essure not in left tube') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, uterine pain, abdominal pain, vaginal bleeding, menometrorrhagia, low back pain, breast cancer, cough, fever, bronchitis asthmatic, ovarian cancer, chest pain and back pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/ pain"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"), depression ("depression"), bipolar disorder ("bipolar disorder"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), 8 months 20 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, anxiety, depression, bipolar disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for migration. If no removal planned, select reason(s) : unable to afford surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: left occlusion only, unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: reporter, patient demographics, medical history were added. Added events abnormal bleeding (vaginal, menorrhagia), depression, bipolar disorder. Updated event psych injury/ psychological or psychiatric problems condition: mental anguish (previously reported as psych injury). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.